Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2017 with the following findings: investigation revealed a battery compartment crack and a dim and discolored display. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a dim and discolored display. This report is made based on results of the investigation performed on 04/20/2017.